Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Customer reverted to a backup insulin pump. The customer reported their blood glucose (bg) was " believed to be over 500 mg/dl". Customer addressed elevated bg by a correction injection via manual insulin therapy.